Manufacturer narrative:
Smetzer, judy; cohen, michael; bertagnoli, shannon; shastay, ann; and shultz, kelly. ¿more on leaking ports with exactamix 2400 compounder.¿ acute care ismp medication safety alert, vol. 27, no. 19, 2022, pp 4-5. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of em2400 valve sets leaked from "ports beyond 1 through 4". The events occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.